Event description:
It was reported that the patient had a problem with recharging and experienced coupling and or communication issues. Additional information received reported that the patient had their implantable neurostimulator removed as it had not been working.